Event description:
The customer reported that the ortho provue read a sample barcode ID incorrectly. A miss-association of result to the wrong sample could result in inappropriate physician action. The user identified the issue while reviewing the result by sample report, preventing erroneous results from being released.

Manufacturer narrative:
Instrument malfunction was not identified with the info provided. Investigation into this event found the customer was not placing the barcode labels on the sample tubes in the appropriate reading area. Product labeling instructs the customer of the proper alignment of barcode labels on the sample tube. Repairs were not required to return the analyzer to expected operation. Incident occurred as a result of user error.